Manufacturer narrative:
(B)(4). Cartridge. The analysis results found that the ets45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck was damaged. This damage is consistent with the device being clamped over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired and the cartridge popped up. It did not fall into the patient. It is uncertain what color cartridge was being used. The device fired as intended, the staples line was hemostatic. No patient consequence.